Event description:
It was reported when using the bd vacutainer® no additive (z) plus tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "tube black."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for color variation was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of color variation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode color variation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® no additive (z) plus tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "tube black."